Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The device presented noise due to electromagnetic interference (emi). Technical services (ts) was consulted and explained the device presented pacing inhibition and oversensing. Patient is not dependent. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented noise due to electromagnetic interference (emi). Technical services (ts) was consulted and explained the lead presented pacing inhibition and oversensing. Patient is not dependent. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Device codes.